Event description:
The doctor reported that during a phacoemulsification procedure the system shut down with error messages and was not able to be restarted. The doctor completed the surgery with a different machine. There was a 2 hr delay in completing the procedure. There was no pt injury associated with this report.

Manufacturer narrative:
The customer's phaco machine was removed from the customer location and returned to amo service depot for analysis. The service technician examined the equipment and was not able to duplicate the reported issue. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.